Manufacturer narrative:
This was initially reported by our importer under MDR 3014128390-2021-00004.

Event description:
Patient revised on (B)(6) 2021 due to dislocation, approximately 4 months after primary surgery on (B)(6) 2020. Surgeon explanted the 36/+3 standard humeral cup and replaced it with a 36/+3 stability humeral cup.